Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. It was stated that the customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test. The alarm history revealed a no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.